Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. The DHR review process was not able to perform due to the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation there is no enough information provided from customer like a picture from the original packaging to determine the root cause of this non-conformance. Due to no samples or pictures were provided in this complaint, a review of customer complaint record was performed; according with the cc¿s records, no additional complaints were received through the last twelve months. Additionally, due to recurrences reported in the past about the same issue, corrective action was implemented within the manufacturing process to ensure the correct quantity of pieces per box (the corrective action was documented under CAPA record # ca-(B)(4) ). The corrective action consists in the implementation of a weighing system to determine the correct quantity of pieces per box through the weight of the pieces. H3 other text : see h.10

Event description:
It was reported that bd sharps¿ collector chemotherapy 9 gal yellow came with no lids. The following information was provided by the initial reporter: material no.: 305603 batch no.: unknown. It was reported that no lids were received with the sharps container.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sharps¿ collector chemotherapy 9 gal yellow came with no lids. The following information was provided by the initial reporter: material no.: 305603, batch no.: unknown. It was reported that no lids were received with the sharps container.